Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a black and white screen. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) displayed in black and white. There was no patient involvement reported and no injury or harm reported.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site city is (B)(6). Updated fields: b4, b5, d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: e1 (event site city, event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they fund the monitor displayed in black and white when powered on. The display ribbon cable was disconnected to clean it and then it was reconnected. The machine operated normally and display returned to normal. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported during pre-operation that cardiosave intra-aortic balloon pump (iabp) had a black and white screen. There was no patient involved.